Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device displayed a "charging failed" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including without duplicating the report. An internal inspection found no discrepancies. The battery was scrapped and the battery lugs were tightened as a precaution. The device was recertified and returned to the customer. Review of the device logs confirmed that on the first two charge attempts, the device responds with a charge error and internally dumps the charge. Analysis of reports of this type has not identified an increase in trend.